Manufacturer narrative:
The device was requested for investigation multiple times, however it was not sent to belmont for investigation. Belmont followed up with the user facility on (B)(6) to obtain additional information however it was not provided. Clini logger data from the unit was requested but was not available for investigation. Images of the reported event and additional information were requested but were not provided. The requested information was not provided after multiple attempts by belmont's post market surveillance team and a belmont territory manager. No device malfunction could be verified and the root cause could not be determined. The complaint file will be reopened in the event the device or additional information becomes available. We will continue to monitor this type of incident and take appropriate actions if required.

Manufacturer narrative:
The internal complaint file #(B)(4) has been logged for this incident for traceability. The device and wrap involved in this incident has not been returned to belmont for investigation. Although it is alleged that patient suffered potential burn, there is no evidence that the device caused injury or any details to the extent of this reported injury at this time. The circulating water temperature in the allon is limited by software to 40.8 c and by hardware to 42 c and is not expected to cause skin breakdown. The operator's manual also provides possible conditions and additional recommended operator actions. The operator's manual provides the following warning statement: ". The user should verify that no fluids are present at the skin/wrap interface during the procedure. Failure to do so can cause lesions on the patient's skin. Following the procedure, a pattern resembling the wrap may appear for a short period of time on the patient's skin". Pressure sores may appear or develop when soft tissue is compressed between a bony prominence and external surface. The use of the allon® system does not prevent this from happening. In order to prevent pressure sores, hospital routine care should be taken during long thermoregulation procedures. Belmont contacted the user facility twice requesting the return of the device for investigation and for additional information on the incident but to date we have not received any response from the user facility. Belmont have not received any additional details on the alleged patient injury, associated wrap used or clinilogger data. Without results of the device investigation, no conclusions can be drawn at this time. A follow-up report will be submitted once the investigation is complete and additional information becomes available.

Event description:
The or manager reported a potential "burn" to a patient while using the allon device. She stated that one of her nurses called her and said that one of her patients had "gotten burned" while using the allon during a procedure. There is no information on the mode of allon device while operating or how long was the device being utilized. Belmont requested the customer to gather more information on the incident.